Manufacturer narrative:
It was reported that after the deployment of the stent (with resistance), the proximal side of the stent was not expanded (looked like narrowed), which was getting out of papilla and the delivery system could not be removed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the root cause because the suspected device was not returned, the information was lacked such as photo of placed stent and it is hard to reconstruct the situation at the time of procedure. However, based on the description, which was written that "after the deployment of the stent (with resistance), the proximal side of the stent was not expanded (looked like narrowed), which was getting out of papilla and the delivery system could not be removed.", it is considered that the resistance occurred due to pressure and curve of patient's lesion when deploying the stent, and, likewise, it is assumed that the stent was expanded slowly due to the patient lesion's pressure and curve, so the doctor has judged stent expansion failure. Also, it is considered that it is hard to remove the delivery system since the stent was still insufficiently expanded. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
After the deployment of the stent (with resistance), the proximal side of the stent was not expanded (looked like narrowed), which was getting out of papilla and the delivery system could not be removed. The situation did not change after 5 min, then the physician moved the outer sheath back to the original position and delivery system could be removed by force. The stent was still not be expanded, so it was expanded by forceps. There were no patient complications as a result of this event.